Event description:
A surgeon reported that an anterior capsular tear occurred during a left eye cataract procedure when removing the sub incisional cortex. The cataract procedure was completed. No medical intervention was required.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available.(B)(4).